Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The already deployed braid was also returned within the same plastic biohazard pouch. Visual inspection/damage location details: no flash or voids molded were found within the phenom-27 micro catheter hub. No damages or anomalies were found with the phenom-27 micro catheter hub. The micro catheter body was found kinked at ~136.7cm from the proximal end. No damages or irregularities were found with the distal tip or marker band. No damages were found with the pipeline flex proximal pusher. No damages or irregularities were found with the hypotube. No damages were found with the proximal bumper. The resheathing pad and the distal delivery wire were found damaged. No damages or irregularities were found with the dps restraints or dps sleeves. The tip coil was found undamaged and unstretched. Both braid ends were found damaged and frayed. The middle braid was found damaged and folded within itself. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~157.4cm and the usable length was measured to be ~150.8cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). The inner diameter was measured to be 0.0270¿ at both ends which is within specification and compatible for use with the pipeline flex (specification: 0.027¿ ±0.001¿). An in-house 0.0260¿ mandrel was then used for resistance testing. The mandrel was inserted into the catheter hub, through catheter body and became stuck at the kinked location. The pipeline flex device could not be used for resistance testing as the braid was already deployed. Conclusion: based on the analysis findings, the customer report of ¿catheter resistance¿ and ¿resistance/stuck during delivery¿ and ¿pipeline damaged during delivery/retrieval¿ were confirmed. In-house resistance testing found resistance within micro catheter due to the kink. Possible cause for catheter kinking is patient vessel tortuosity, catheter entrapment, user advances/retrieves intraluminal device against resistance or damage during removal from packaging or during preparation. Other possible causes for resistance are damage to the braid or pushwire, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Customer reported continuous flush was performed, devices were prepared per IFU, and vessel tortuosity as normal. Therefore, the root cause of resistance could not be determined. The distal delivery wire and resheathing pad were found damaged; and the braid was found damaged/frayed and folded into itself. It is possible these damages occurred due to attempts to advance/retract the device against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an aneurysm embolization was performed, and the operation was planned to be performed with a blood flow division dense mesh stent. After the shapeable microcatheter was in place, according to the measurement, the surgeon chose ped-375-20, the stent was stuck at the front end of the shapeable microcatheter and could not be pushed out. The stent could not be withdrawn. After withdrawing the whole system, it was found that the stent was kinked in the middle. The pipeline was stuck at the distal end of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. The pushwire was not damaged.the pipeline was used for an approved indication. The pipeline and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result o f this event. The patient was undergoing surgery for intracranial aneurysm treatment of a saccular, unruptured wide-necked aneurysm of right ophthalmic artery with a max diameter of 6mm and a 5mm neck diameter. The access vessel was the femoral artery with a diameter of 9mm. The landing zone was 3.8mm distally and 3.5mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was intracranial aneurysm.